Manufacturer narrative:
(B)(4). Additional information was received subsequently to the previously filed medical device report (MDR), indicating that there were no device issues noted during the procedure. Although the physician commented that there was a possibility of air entering the system, it was confirmed that there were no device issues such as leak or difficulty attaching a stopcock to the devices. Therefore, it was confirmed that there was no relationship between the reported event and the mitraclip devices. However, since the initial MDR report has already been filed, this event must remain MDR reportable. No further investigation is required.

Event description:
Subsequent to the initial report, information was received, indicating that there were no device issues noted during the procedure. Although the physician commented that there was a possibility of air entering the system, it was confirmed that there were no device issues such as leak or difficulty attaching a stopcock to the devices. Although the air embolism and stroke are not related to a mitraclip device issue, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other device referenced filed under a separate medwatch report.

Event description:
This event is filed for post procedure stroke. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure. Two clips were implanted and the mitral regurgitation (mr) was reduced from grade 3-4 to grade <1. Post procedure, the patient experienced left-sided weakness, neglect of the left side and some cognitive issues. Computed tomography (CT) and magnetic resonance imaging (MRI) confirmed stroke. Only supportive treatment was provided and the patient remained hospitalized until transfer to a rehabilitation facility. The patient is recovering and is in good condition at this time. Reportedly, the physician reported concern that possibly air had entered the system through faulty stopcocks; although, there were no issues with the stopcocks during the procedure. No additional information was provided.